Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they couldn't get the c ontroller to turn on. Pt said they had charged their implanted neurostimulator on friday and noticed the controller battery was pretty drained, so they plugged the controller into the ac power supply and the controller started charging and got up to 10%. Pt then said they went to check the controller progress a little bit later and when they turned the controller on, the pulse in their back was very strong, so pt went to the screen where they could change the program, but the screen wouldn't let them do anything and then the screen went black. Pt said luckily they were able to turn stim off before that happened. During the call, agent had pt plug controller into ac power without battery pack and pt confirmed screen turned on. Pt then reinserted battery pack and confirmed green light was blinking above the screen. Pt then unlocked controller and reported the controller battery was empty and implant was charged. Pt then said the screen was in MRI mode. Agent asked if patient was wanting to be in MRI mode, but patient said MRI mode was fine b ecause they didn't use the stimulator anyways because it didn't work for them and actually made things worse (see notes from previous calls). The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they couldn't get the controller to turn on. Pt said they had charged their implanted neurostimulator on friday and noticed the controller battery was pretty drained, so they plugged the controller into the ac power supply and the controller started charging and got up to 10%. Pt then said they went to check the controller progress a little bit later and when they turned the controller on, the pulse in their back was very strong, so pt went to the screen where they could change the program, but the screen wouldn't let them do anything and then the screen went black. Pt said luckily they were able to turn stim off before that happened. During the call, agent had pt plug controller into ac power without battery pack and pt confirmed screen turned on. Pt then reinserted battery pack and confirmed green light was blinking above the screen. Pt then unlocked controller and reported the controller battery was empty and implant was charged. Pt then said the screen was in MRI mode. Agent asked if patient was wanting to be in MRI mode, but patient said MRI mode was fine because they didn't use the stimulator anyways because it didn't work for them and actually made things worse (see notes from previous calls). The troubleshooting steps that were taken on the call resolved the issue.